Manufacturer narrative:
No pump error noted during testing, however noted in trace download analysis due to moisture damage. Insulin pump passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test, self test, active current measurement test, sleep current measurement test and displacement test. No failed battery test alarm noted during testing. During visual inspection, found force sensor and electronic stack moisture damage.

Event description:
Customer reported via phone call that the insulin pump had drive count values or changes incorrect for moving slow and fast alarm. Customer's blood glucose value was 110 mg/dl. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they perform displacement test and test was passed. The customer stated that they got failed battery alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.